Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive and after filling the cartridge with 300 units of insulin, the fill estimate was not accurate. There was no reported impact to customer's blood glucose. Contact declined to troubleshoot and declined follow up from tandem technical support.